Event description:
It was reported that following a percutaneous transluminal angioplasty procedure, the patient developed a stent thrombosis. The patient was successfully treated with a sentinol stent at the iliac, femoral, and popliteal arteries. Hours following the procedure in-stent thrombosis occurred distal to the treated lesion. Thromboaspiration was performed and flow to the iliac, femoral and popliteal arteries was restored. The patient was found to have good perfusion two days post procedure. Additional information has been requested, and is not available.

Manufacturer narrative:
As the device was not returned for analysis, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. Device not returned for analysis.